Event description:
Livanova deutschland received a report that, post-procedure, the cp5 gave short internal error message (no code). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the cp5. A livanova field service engineer was dispatched to the customer and the device gave same error-message while I was there. To solve the issue the hkr0325 was replaced and the error hasn't occurred since. The serial read out (real time device parameters and setting recording file) of the pump was not collected. The livanova field service engineer created a note with all the lines that were off. However, the information provided is not relevant for complaint root cause investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: device service history review revealed no further similar events since unit manufacturing in 2020. Based on the investigation finding, the cause of the issue was traced back to a faulty hkr board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, no concerning trend was identified for this failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.